Event description:
It was reported that the arctic sun device inlet pressure (ip) was 4.5 psi. Per review of wo on (B)(6) 2023, in visual inspection there was no damage to the arctic sun device. Test and quick check were performed. Fluid delivery line (fdl) test failed, and it was leaking and had been replaced. No further tests performed. Per follow up information received via email on 23may2023, this was sent to crs. Customer bought this new device, and it did not work. It was found that the fluid delivery line (fdl) is defective. Fdl was replaced, device would go back to service. No patient involvement, since it did not work right away doing the functional check.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device inlet pressure (ip) was 4.5 psi. Per review of wo on 19may2023, in visual inspection there was no damage to the arctic sun device. Test and quick check were performed. Fluid delivery line (fdl) test failed, and it was leaking and had been replaced. No further tests performed. As per follow up information received via email on 23may2023, this was sent to crs. Customer bought this new device, and it did not work. It was found that the fluid delivery line (fdl) is defective. Fdl was replaced, device would go back to service. No patient involvement, since it did not work right away doing the functional check.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed fdl. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.